Event description:
During baxter's functional testing of a spectrum pump, it constantly alarmed for air in line, when no air was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the constant air in line alarms. The alarms were found to be caused by a failing upstream sensor, which was replaced.